Manufacturer narrative:
Medtronic received the returned computer for analysis. The computer booted normally to the application screen. No video issues were observed over a multi-day burn period. No errors were observed. No failures were found with the computer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device serial number unavailable. A manufacturer representative went to the site to test the equipment. The system's computer and video graphics array (vga) splitter were replaced. The navigation system then passed the system checkout and was found to be fully functional. The computer was received by the manufacturer but was under analysis at the time of filing. The vga splitter was returned for further evaluation; through visual/physical examination and functional testing, the reported issue was unable to be duplicated. When connected to a known good system, the returned video splitter returned a good image for each port. There was no problem found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial procedure. It was reported that there was an issue with the system¿s graphics during the case. The screen appeared pixilated. This issue occurred 3 times during the case, and the site had to use their other medtronic navigation system. It was noted that the graphics issue occurred on both monitors. There was no surgical delay and no impact on patient outcome.